Manufacturer narrative:
Corrected data: product not returned. An event regarding crack/fracture involving a tri post augment trl sz5 5mm was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. The device would need to be returned for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened. : not available.

Event description:
Five by 10 posterior femoral augment trial broke.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
A 5 by 10 posterior femoral augment trial broke.